Manufacturer narrative:
Weight-race:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -4.0 diopter lens tore/broke during injection/delivery into the right eye (od) on a patient on (B)(6) 2023. The lens was intraoperatively implanted and removed. The problem was resolved. There was patient contact but no patient injury.